Event description:
The customer reported the red blood cell (rbc) and hemoglobin test results were elevated outside of acceptance criteria for the quality control (qc) samples when using the coulter act diff analyzer. The customer did not run patient samples on the analyzer when the qc failed. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results for patient samples associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the white blood cell (wbc), red blood cell (rbc), and hemoglobin test results were out high on all 3 levels of controls. He found the low vacuum reading would fall below 6 inches triggering intermittent low vacuum errors and would not adjust up and replaced the vacuum regulator, cleaned all tubing connected to the vic (vacuum isolation chamber) of buildup and replaced the green fluid barrier filter (may have been partially obstructed). The fse was then able to adjust the low vacuum reading to 6 inches. He observed the bio-chem pinch tubing remained partially crimped after the bio-chem valve, lv8, opened and replaced the bio-chem tubing. He ran startup, carryover and all 3 levels of controls, all within specification.